Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) was interrogated by the programmer remotely, the ipg exhibited a sudden drop in battery longevity. The programmer remains in use. No patient complications have been reported as a result of this event.